Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed high impedance measurements across multiple contacts. Reportedly, reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced with a new model which resolved the issue.